Event description:
Staff preparing to use foley from kit. When foley balloon was filled the tubing after the "y" had a bubble. Device was not used on a patient. Medline was called and we are removing the affected lots from our shelves. Product has been returned to the manufacturer.per the manufacturer's quality department:we received four (4, ea) unopened samples, two (2, ea) from lot 13hb4297 and two (2, ea) from 13ib4059 - no concern reported, customer shipped for assistance in our testing purposes.we also received two (2, ea) biohazard samples. One came in a small biohazard bag with no lot number specified or noted, so the lot number for this sample is unknown. The other biohazard sample was received in an erase cauti package that had the lot number 13hb4297, so I am assuming this is the lot number for the second biohazard sample.the catheter dip (lot) codes are as follows:code qviq for biohazard sample with lot number provided.code qukp for biohazard sample received with no lot information.====================== manufacturer response for foley catheter, (brand not provided) (per site reporter).====================== medline was made aware of the issue and further action is pending.